Manufacturer narrative:
One cassette was returned for analysis with complaint of liquid leakage from the base of the injection/extraction connector. As received no damage or anomalies were observed. Testing was performed and during the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing.

Event description:
It was reported that there was a liquid leakage from the base of the injection/extraction connector. The event occurred before patient use at the facility. There was no reported patient harm/adverse event.